Event description:
It was reported when the surgeons and nurses opened the packaging of three (3) mentor gel breast prostheses, they noticed ¿some kind of gel¿ around the devices. At the bottom of the packaging, they noticed ¿some kind of greasy stuff¿. The devices were not used in any patient and there was no reported patient consequence. Device #1: mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3505001bc, lot #9452636 device #2: mentor memorygel breast implant 500cc gel breast prosthesis, catalog #3505001bc, lot #9431475 device #3: mentor memorygel breast implant 600cc gel breast prosthesis, catalog # 3506004bc, lot #9884232 this medwatch report is for the 1st of the three defective breast prostheses.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).